Event description:
It was reported that the user experienced prolonged hyperglycemia with a fingerstick blood glucose of 585 mg/dl while using the ilet system and contact detach infusion set, and the user stated they likely missed the step to fill the tubing during a recent supply change; customer care guided through multiple supply changes and the glucose decreased to 250 mg/dl. Symptoms included dizziness and numb lips. Outcomes included no medical intervention, no emergency treatment, and no hospitalization, with glucose reduction after troubleshooting. Investigation included user interview, device use review, and troubleshooting and education on proper infusion set and tubing fill procedures. Investigation of this case revealed user technique error during infusion set change resulting in interrupted insulin delivery. It was concluded that the event was related to user handling and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.